Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive pump error alarms. It was reported that insulin pump continued to power off even after battery change.

Manufacturer narrative:
The power loss, low battery and error alarms were confirmed in the long trace. The pump was received with minor scratches on the lcd window and case, as well as a fading serial number label.